Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was informed that "¿the doctor immediately used an electric scalpel to stop bleeding and ensure patient safety..." - did the doctor stop the bleeding with the electric scalpel during the initial procedure? - did the patient require an additional procedure after the initial procedure? Please explain. - was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. - how much blood did the patient lost after the suture broke? Confirm the qty in cc - was any blood transfusion necessary? - how many sutures broke during the ligation of the blood vessels? - please inform the patient¿s current health status and condition. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, when the surgeon was using suture to ligate blood vessels, the suture broke continuously and failed to stop bleeding in a timely manner. The doctor immediately used an electric scalpel to stop bleeding and ensure patient safety. No adverse patient consequences were reported. Additional information was requested.